Event description:
It was reported that following generator replacement surgery due to end of service on (B)(6) 2014, the vns patient¿s device showed high lead impedance. The neurologist confirmed that the patient¿s device was programmed off following the high impedance observation. Operative notes for the generator replacement surgery were received. The notes indicate that the surgeon connected the replacement generator to the patient¿s existing lead after cleaning the lead. The patient¿s device was programmed on and found to have an elevated impedance value. The surgeon did not observe any issues with the lead and did not replace the lead during the procedure. Further follow-up revealed the patient was referred for surgery. No known interventions have occurred to date. The explanted generator was reported in manufacturer report # 1644487-2013-00710.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.